Manufacturer narrative:
The investigation has been completed, and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per the physician's prescription only. Investigation methods/results: the product was returned. The device was visually inspected, and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was transparent and had discoloration. General cleanliness - the returned device appeared to be not clean. It was observed that an anchor was broken off. Root cause description: the root cause could not be determined. A potential root cause could be due to incomplete curing, which may have caused the anchor to break off. Corrections: h6: updated "type of investigation" code. H6: updated "investigation findings" code. H6: updated "investigation conclusions" code. The manufacturer's internal reference number is: (B)(4).

Manufacturer narrative:
An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).

Event description:
It was reported that a patient using a silent nite device experienced breakage of the anchors. No additional information regarding patient injury, medical treatment, or further details was provided at the time of this report.